Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives after a preventative maintenance was performed. Bd remote assistance communicated with the customer. Due to interactions and depending the duration of the service interactions, false positive results can sometimes arise. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " opening of a non-conformity following significant report of positive results to sil the increase in positive results follows the following intervention: preventive maintenance carried out on 2021 (B)(6) according to (B)(4) by (B)(6). The customer requests a letter stating that an upsurge in false positive results can be observed after maintenance other actions: yes. Detailed other actions taken . The customer has identified the affected vials."

Manufacturer narrative:
Initial reporter phone number: (B)(6) ; initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " opening of a non-conformity following significant report of positive results to sil the increase in positive results follows the following intervention: preventive maintenance carried out on 2021apr09 according to (B)(4). The customer requests a letter stating that an upsurge in false positive results can be observed after maintenance other actions. Yes . Detailed other actions taken . The customer has identified the affected vials."